Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was not replicated or confirmed. The device was put through extensive testing including 2-hour functional stress testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "compressor failure - 1002" and "off set self check failure - 1174" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.